Event description:
Determined to be reportable based on analysis completed on 4/24/2009. It was reported that in preparation for a percutaneous coronary interventional procedure, the atherectomy burr became stuck on the guide wire. The rotalink system was being platformed, however, the speed would not increase to the desired speed. It was then noted that the rotalink bur had become stuck on the floppy rotawire. This occurred outside of the patient. The procedure was completed with another of the same devices. It was determined during analysis that the rotawire had separated.

Manufacturer narrative:
The rotawire was received in two sections. The two sections were sent to the analytical lab for sem (scanning electron microscopy) analysis. Results indicated: "the two sites do not mate with each other. The distal surface showed evidence of being cut and or sheared. Examination of the proximal fracture surface revealed the presence of elongated dimple ruptures in a torsional direction. Bur induced surface was noted. Traces of copper and zinc were detected inside the groove surface of the wire that was created by the bur. No material anomalies were observed. Conclusion: bur induced surface wear. Final fracture is in a torsional direction. No evidence of fracture was found from the distal sample provided. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is determined to be use/user related issues. (B)(4).